Event description:
On march 4, 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 9 pm CT. The patient obtained an unspecified alleged inaccurate high blood glucose reading of ¿127 mg/dl¿ compared to a reading of ¿93 mg/dl¿ with an accucheck meter, within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and she claims that she increased her ¿glargina¿ insulin (lantus) from the usual 5 units to 7 units on (B)(6) 2019 at 9:30 pm pt. One day after the product issue occurred, the patient developed symptoms of ¿shaking hands, shaking feet, not able to stand well and sight issue¿. The patient denied that she received any treatment in response to the alleged issue. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and an approved sample site was used to obtain the blood sample. The patient followed the correct testing process and the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not cracked or broken. The csr walked the patient through a control solution test and it fell within the control range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.